Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ent450, 17845-5c-aw rev a 10/17. Changing your pod 3 / page 24: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 34: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes 11 / page 117: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
A patient reported that she developed an infection at insertion site. The patient stated that the pod was being worn between 24 and 36 hours on the arm when she started to feel itchy. The pod was removed and she noticed 5 red lumps, right where the adhesive pad sits on the skin. The patient sought medical attention, was diagnosed with an infection under the skin and prescribed an antibiotics cream (name not specified) to treat the site. The patient's blood glucose had reached 20 mmol/l (360 mg/dl). The pod was discarded. No other information was provided on this event.